Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment outside patient occurred. During preparation, a 2.50mmx12mm synergy¿ drug-eluting stent was selected for treatment. The plastic round tubing and protective cover was removed from the stent. The stent was then attempted to feed into the wire; however it was noted that the stent was removed from the balloon. The device was removed from the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts distorted and stretched except for three strut rows at one end which were not damaged. A review of the associated batch records showed the maximum crimped stent profile measurements. The product stent protector was not returned for analysis with the device however a review of the specified inside diameter of the stent protector internal diameter (ID) found the specification was within range. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The stent protector offers full protection to the crimped stent and device tip. The stent protector profile size relative to the crimped stent profile size offers ease of use to the user and ease of removal of the stent protector during device preparation as per dfu instructions. The specified stent protector for the crimped stent covers the balloon and coated crimped stent and provides protection during shipping and handling. Visual standard procedure and synergy packaging specification procedure states that the stent protector must remain over the distal tip and crimped stent. Based on the analysis and the type of damage evident, the damage most likely occurred during the preparation and handling of the device following removal of the stent protector. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident across the length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft polymer extrusion profile section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment outside patient occurred. During preparation, a 2.50mmx12mm synergy drug-eluting stent was selected for treatment. The plastic round tubing and protective cover was removed from the stent. The stent was then attempted to feed into the wire; however it was noted that the stent was removed from the balloon. The device was removed from the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.